Manufacturer narrative:
Catheter model 8709; serial# (B)(4); implant date: 2004-(B)(6); explant date: unk; catheter model 8578; serial# (B)(4); implant date: 2011-(B)(6); explant date: unk.

Event description:
The patient experienced pain in his hip area. The neurosurgeon decompressed the spinal canal and noted some "debris". The pump and catheter were removed. The pump was delivering morphine (30mg/ml, daily dose 10mg) and clonidine (350mcg/ml, daily dose 116mcg). Post-surgery the patient suffered the loss of sensation in his legs and some loss of mobility, which had since improved.